Event description:
Customer reported, 13 tissues processed on peloris and reprocessed on tp1050 were either "repeat advised" or "impossible to diagnosable".

Manufacturer narrative:
Instrument logs recording protocols used and user activity were reviewed by company. Investigation found: most likely cause of tissue being compromised is due to a combination of both; customer reagent management and customer decision to reprocess using a 7 hr xylene protocol rendering smaller biopsies compromised. Instrument performed correctly during power failure. Error logged by instrument on 11th due to poor reagent management. Action taken/being taken: provide customer with additional training opportunities. Provide customer with reagent management chart to aid better reagent management. Continue to monitor site performance.